Manufacturer narrative:
The device was returned to arthrocare for investigation. The investigation is currently in progress. A follow-up report will be submitted once the device lot history is reviewed and the investigation is complete.

Event description:
On (B)(6), 2011, it was reported to arthrocare that the pt underwent a tonsillectomy and adenoidectomy procedure involving a procise xp want with integrated cable. Allegedly there was blanching and perforating in the pt's pallet. On (B)(6), 2011 additional info was provided to arthrocare by the hospital. It was reported that during the procedure a small area of thermal injury was noticed on the pt's nasopharyngeal surface of the soft palate. There was blanching of the mucosal surface, which was opposite of the surgical site. At the time the concern was for palatal scarring and possible vpi, so prednisone and antibiotics were prescribed to the pt. Reportedly, the pt didn't return for the scheduled surgery follow-up clinic appointment. The first evaluation of the pt injury was at the clinic appointment on (B)(6) 2011. The follow-up appointment with ent/plastic surgeon was on (B)(6) 2011. The pt's palatal defect was repaired by plastic surgeon on (B)(6) 2011.